Manufacturer narrative:
This investigation is not complete. The trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2015-01837.

Event description:
Allegedly the patient is experiencing mom complications. (Right). Received additional information on 9/25/15: received op notes; allegedly patient was revised due to pain and elevated metal ions.